Event description:
Initial information reported by a consumer to a physician and received on 21-sep-2009: a female received an unspecified amount of injectable poly-1-lactic acid (sculptra) [lot# and expiration date unknown] in 2008 for lines in her forehead. During an unknown time, she reported having bumps on her forehead that are believed to be the result of injectable poly-l-lactic acid. Medical history and concomitant medication was not provided. No further relevant information reported.

Manufacturer narrative:
Initial information reported by a consumer to a physician and received on 21-sep-2009: a female received an unspecified amount of injectable poly-l-lactic acid (sculptra) [lot# and expiration date unknown] in 2008 for lines in her forehead. During an unknown time, she reported having bumps on her forehead that are believed to be the result of injectable poly-l-lactic acid. Medical history and concomitant medication was not provided. No further relevant information reported.